Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse completed the following actions: adjusted the main pipettor temperature from 57°c to 37°c; rebuilt wash pump; replaced peripump tubing; cleaned wash wheel; replaced mixer pulleys; adjusted luminometer high voltage; performed general alignments. After this the fse ran a system check, ran quality controls (qcs) and completed a precision run, all results were within specification. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as one or more of the replaced parts resolved the issue. The mdrs related to this event are as follows: (B)(6), MDR 2122870-2016-00239; (B)(6), MDR 2122870-2016-00240; (B)(6), MDR 2122870-2016-00241. (B)(4).

Event description:
The customer noted non-reproducible troponin I (access accutni+3) result for three (3) patients on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The three results were generated over three days: the first was on (B)(6) 2016, designated as patient 1, the initial result was above the normal reference range of the assay, a repeat of the same sample on the same instrument generated a result within the normal reference range of the assay. The sample was re-centrifuged and a result within the normal reference range of the assay was generated. The second was on (B)(6) 2016, designated as patient 2, the initial result was above the normal reference range of the assay, two further repeats of the same sample on the same instrument generated lower result that were above the normal reference range of the assay. The sample was re-centrifuged and a result above the normal reference range of the assay was generated. The third was on (B)(6) 2016, designated as patient 3, the initial result was above the normal reference range of the assay, the sample was re-centrifuged and a result within the normal reference range of the assay was generated. The sample was then tested on the customers alternate dxi access immunoassay instrument, no information provided, and again a result within the normal reference range of the assay was generated. Patient 1 relates to MDR 2122870-2016-00239. Patient 2 relates to MDR 2122870-2016-00240. Patient 3 relates to MDR 2122870-2016-00241. The initial elevated access accutni+3 results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer did not provide any information on the sample collection vessels but stated that it was spun at 10,000 revolutions per minute (rpm) for five (5) minutes. The customer reported no visible issues with the integrity of the sample. The customer declined to provide any information on qc recovery or system check results. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.